Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 324 mg/dl with symptoms of excessive urination and thirst. The reporter stated that the patient had remained on the pump following the alleged event. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the pump had an intermittent power issue and that there was damage to the battery compartment. The reporter stated that there was a crack in the battery compartment and that at the time of the power interruption, the yellow o-ring of the cap was visible. The reporter stated that the patient was unable to fully tighten the cap. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of an intermittent power issue.